Manufacturer narrative:
H6. Evaluation: results: visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic tore. The lens was removed with no pt injury, no incision enlargement or sutures. The reporter stated the cause of the torn lens was due to a loading error.